Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4). A boston scientific technical services consultant reviewed the strips and noted apparent atrial and ventricular pacing spikes and during the time of reported asystole, a single spike appeared on the strip that lined up with what would apparently be the atrial pacing spike. The consultant stated there could be an issue with the hospital¿s telemetry or ventricular oversensing. Device testing noted normal function and they were unable to create any noise with pocket manipulation and isometrics. The physician decided to replace the device and new system was implanted on this patient¿s right side. The returned device is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that this patient experienced a syncopal event. The device was evaluated following the episode and the telemetry strip showed approximately six seconds of asystole. Additionally, there were other two to three second periods of asystole on previous recordings on the hospital monitor and reports of syncope prior to hospital admission. The physician stated the device had been programmed to do prior to the asystole episode observed in the hospital on the telemetry strip. No adverse patient effects were reported.